Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) has received the high resolution stereo view (hrsv) associated with this complaint and completed investigations. Failure analysis investigations confirmed and replicated the customer complaint of no signal in one of the eyes. The unit was found to have a component failure. During evaluation, the hrsv was found to have electrical and fiber optic defects.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. An RMA has been issued to the customer requesting to have the isi device returned; however, isi has not received the RMA to confirm/identify any reportable failure mode(s). A follow-up MDR will be submitted if additional information is received. A review of the site's complaint history confirmed there are no additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This complaint is being reported because system unavailability after the start of a surgical procedure (first port incision) caused the procedure to be converted and completed laparoscopically. Although there was no patient injury reported, if this issue were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the surgeon lost the right eye vision of the surgeon side cart (ssc). The caller (nurse) confirmed that on the touchscreen, both the left and right eyes were visible; however, on the ssc only the left eye was visible. Per intuitive surgical, inc. (Isi) technical support engineer (tse) instructions, the caller removed the instrument, restarted the system, and checked the eyes on the ssc; the problem persisted, only the left eye was functional and the right eye displayed a no signal message. As instructed, the caller powered off the system again and replaced the blue fiber cable between the ssc and core, without change. The site did not have another ssc available. The surgeon made the decision to convert to laparoscopic surgery. There was no report of patient injury as a result of the alleged issue. Isi has made several attempts to follow-up with the site to obtain additional information regarding this event. However, no further details have been received as of the date of this report.